Event description:
--

Manufacturer narrative:
Additional information indicates that this device was explanted after the patient passed away, and returned to boston scientific approximately 3 years later. There are no known allegations of device malfunction causing or contributing to the patient's death. Upon receipt at our post market quality assurance laboratory, it was discovered that the device had no telemetry. The device case was then opened, and normal operation was confirmed when the device was attached to an external power supply. Individual device components were then isolated and tested. Laboratory analysis concluded that this device appeared to be operating normally at the time of the patient's death. This event will be updated if any additional information becomes available.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) patient reported that their latitude communicator had a red blinking light. No adverse patient symptoms were reported as a result of this observation. The local boston scientific sales representative was contacted for further information regarding this event. No additional information was made available from the field. The patient information was viewed in latitude, and no alerts were noted.

Manufacturer narrative:
Subsequently, this crt-d was explanted for reasons unknown, and returned to boston scientific for analysis. Analysis of this device is currently in progress. This event will be updated as additional information becomes available.